Manufacturer narrative:
A detailed analysis of the data logs and a device evaluation have been performed. This analysis confirmed that the move of the robot arm failed multiple times, including from the maintenance kineverif software. Tests performed on the device by a zimmer biomet representative revealed that the reported issue was due to the vigilance device plug. The adjustment of the pins inside the plug during the troubleshooting performed permitted to solve the issue. Each cable and also all welds of the vigilance device were checked and were all functional. Based on the investigation performed, the technical root cause of the event was determined to be a transient connection issue of the vigilance device. Corrected data: b4: date of this report. G4: date received by manufacturer. H2: if follow-up, what type. H3: device evaluated by manufacturer. H6: event problem and evaluation codes. H10: additional narratives/data.

Event description:
The surgeon called the company clinical representative on (B)(6) 2020 and told him, that the system didn´t want to move the arm. She had to restart the system 4 or 5 times to get the robotic arm moving to home position. She requests a check of the system.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
The surgeon called the company clinical representative on (B)(6) 2020 and told him, that the system didn´t want to move the arm. She had to restart the system 4 or 5 times to get the robotic arm moving to home position. She requests a check of the system.